Event description:
The report states that when trying to seal the left gastric artery (approximately 3mm in diameter) no sealing occured although an end tone, indicating a completed seal, was heard. The device was cleaned, but no seal was made the next three or four times it was attempted. The device started to work again and was used to complete the procedure without further incident. There was no patient injury.

Manufacturer narrative:
(B) (4). (B) (4). The return of the incident same has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.